Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 20 watt console. According to the complainant, during the procedure and inside the patient, the body of the fiber broke 6-8 inches from the tip of the fiber inside the scope. The broken fiber fragment was successfully retrieved from the scope. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.